Event description:
Reporter indicated via the published journal article "long-term vagus nerve stimulation in the treatment of lennox-gastaut syndrome" (epilepsy behav, 2009, doi: 10.1016/j.yebeh.2009.07.038, kostov, k et al.) That a vns patient developed an infection and the vns was explanted. It is possible this event was previously reported via MDR #1644487-2008-00754. Attempts to the reporter for further information have been unsuccessful to date.

Manufacturer narrative:
The manufacturer vns physician's manual was reviewed. Review of manufacturer vns physician's manual confirmed infection is a possible and inherent risk of the vns therapy implantation procedure.